Event description:
It was reported that while traveling, the user experienced elevated blood glucose after a meal despite a meal announcement on an ilet system, with readings decreasing from 232 mg/dl to 172 mg/dl over follow-up; the user later indicated the elevation was related to insufficient insulin from probable incorrect meal size and reduced exercise, consistent with an incorrect procedure or method and involving the user interface. Symptoms included hyperglycemia with a peak of 232 mg/dl. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.